Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone

Event description:
Reports unexpected negative flu a results compared to alternate rapid tests. Number of unexpected results not provided. Unknown if patients were symptomatic. No apparent adverse event.